Manufacturer narrative:
The customer was unable to provide the lot number for the device. W/o the lot number, the expiration date and date of manufacture cannot be determined. The device was returned and evaluated and it was confirmed that the disposable set did have reversed tubing. Another attempt was made to get the lot info of the returned set but the complainant stated that the lot number is not available. W/o the lot number, the expiration date and date of manufacture cannot be determined. There have been no administration complaints of this nature in the last 2 yrs. Although the product lot was not available, there have been no nonconformance(s) for this type of defect. This appears to be an isolated case. Moog will continue to monitor and trend this complaint type. No clinical injury to pt.

Event description:
The blue tubing guide was reversed, the medication was going back into the bag. Lot # not available. Set was being used to deliver gammagard intended rate and dose: 12g dose 2mls/hr.